Event description:
Complainant alleged that the medics were attempting to monitor the heart rhythm of a patient who was both unconscious and unresponsive, but the device shut down five minutes after power up. The medics then changed the device battery, but the device shut down 20-30 seconds after power up. The medics obtained another device and successfully monitored the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.